Event description:
A laboratory tech had control material splash into eyes. The control had been sampled by the instrument probe when the door of the instrument accidentally slammed down causing product to be sprayed into tech eyes.